Event description:
It was reported that the pump intermittently miscalculated multiple boluses. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On 06 october 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the bolus calculations were accurate. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.